Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor after 5 days of wear. Customer was at a hospital on (B)(6) 2019 to be fitted for a pacemaker when he received unspecified low sensor scan results. Customer reported being asymptomatic and that he was given a sugar beverage at noon by healthcare professionals. At 5:00pm, the customer was given a glucagon injection and IV fluids. At 7:00pm, the customer obtained a sensor scan result of 43 mg/dl with a horizontal trend arrow compared to a reading of 456 mg/dl obtained on a hospital meter. Hcp administered 40 units of fast-acting insulin, and increased the customer's regular insulin regimen by 3 units. No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and the serial number provided is invalid. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required.   Dhrs (device history review) for all libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed for the reported complaint and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was performed for the reported complaint and libre sensors and no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A low readings issue was reported with the adc freestyle libre sensor after 5 days of wear. Customer was at a hospital on (B)(6) 2019 to be fitted for a pacemaker when he received unspecified low sensor scan results. Customer reported being asymptomatic and that he was given a sugar beverage at noon by healthcare professionals. At 5:00pm, the customer was given a glucagon injection and IV fluids. At 7:00pm, the customer obtained a sensor scan result of 43 mg/dl with a horizontal trend arrow compared to a reading of 456 mg/dl obtained on a hospital meter. Hcp administered 40 units of fast-acting insulin, and increased the customer's regular insulin regimen by 3 units. No further treatment was required. There was no report of death or permanent injury associated with this event.